Manufacturer narrative:
The manufacturer did not receive the device for investigation. No surgical report or x-rays were provided for review. Medical notes and one picture were received and will be reviewed within the investigation. Where lot number was received for the device, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a znn cmn nail 10mmx21.5cm 130r on the right side on (B)(6) 2015. It was reported that the patient was revised on (B)(6) 2016 due to nail breakage. In addition there was a fracture of the femur, pain and swelling. Note: two different nails were reported for the same event (see other case with MFR 9613350-2016-00497). Within the available information, it is not mentioned which of these nails is actually related to the breakage. Two reports were therefore filed.

Manufacturer narrative:
The case was re-open to enter additional information received on july 11, 2016. Updates: event problem codes, date received by MFR, type of reports, if follow-up, what type?, additional MFR narrative. It was reported that the patient was implanted a znn cmn nail 10mmx21.5cm 130r on (B)(6) 2015 and was revised on (B)(6) 2016 due to nail breakage which happened while she was standing and twisting. In addition there was fracture of the femur, pain and swelling. A technical investigation was not possible to perform, as the devices were not at hand. However, based on the available information the investigation is conducted with outcome as follows. No trend identified. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Several x-rays were received for review: on the pelvic radiograph, the ap view and lateral x-ray view dated (B)(6) 2015 a proximal 90 ° toward medially tilted transversal right femoral fracture can be observed. X-ray dated (B)(6) 2015: a fluoroscopic x-rays showing the same fracture. X-ray dated (B)(6) 2015: on the ap view apparent correctly repositioned fracture fixed by the znn nail. The ap and lateral view of the knee joint show an existing right total knee replacement. The lateral x-ray of the hip shows an anatomically incomplete reposition of the fracture with approximately 1/3 of the femoral width displaced laterally. X-ray dated (B)(6) 2015: on the pelvic ap x-ray, the fracture appears to be correctly repositioned with the nail. Medial apparent bony consolidation is visible; the lateral fracture area is obscured by the implant. Identical findings on the ap view of right hip which is showing the complete nail. In the lateral x-ray the position of the fracture is relatively unchanged compared to the radiograph dated (B)(6) 2015. The fracture is displaced laterally by approximately 1/3 of the femoral width. There is no evidence of sufficient bony consolidation. X-ray dated (B)(6) 2016: the x-rays show relatively unchanged findings to previous radiographs. X-ray dated (B)(6) 2016: nail breakage at height of the lag screw channel. X-ray dated (B)(6) 2016: the situation after revision surgery is shown. The fracture is reduced and fixed by a new longer nail with an additional plate fixation laterally at the proximal nail area. Root cause analysis: several documents were received for investigation. The review of the received documents showed that the fracture of the femur was incompletely repositioned. The fracture, when fixed with the nail, was displaced laterally by approximately 1/3 of the femoral width. No conspicuousness could be found in the surgical reports, lab tests and other received documents. Conclusion summary: the x-rays evidenced an incomplete fracture reposition, with the displacement of approximately 1/3 of the femoral width. The most probable root cause is that the incomplete fracture reposition had influence on the forces acting on the nail and on fracture healing process. However, an exact root cause could not be determined. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
Investigation results were made available. Trend analysis: no trend was identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Review of event description: it was reported that the patient was revised due to nail breakage which happened while she was standing and twisting. In addition there was fracture of the femur, pain and swelling. Review of received data: pictures of the broken nail were received. The device is broken at the lag screw hole. No surgical report or x-rays were received. Radiology report created on (B)(6) 2016 indicates that there is a subtrochanteric fracture seen which has fractured the long metallic rod extending down the proximal shaft of the femur. Varus deformity of distal fracture segment is also visible. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Root cause analysis: breakage of implant due to inadequate design of mating components: not possible: a systemic issue with design and/or material properties would have been detected within the complaint summary; breakage of implant due to lack of adequate fatigue strength: possible, breakage surface could not be analyzed, cannot be excluded; breakage of implant due to lack of adequate fatigue strength due to anodization: possible, breakage surface could not be analyzed, cannot be excluded; breakage of implant due to incorrect distal nail design for short nails (flexible nail end): not possible: a systemic issue with design and/or material properties would have been detected within the complaint summary; breakage of implant due to general corrosion (crevice, pitting, galvanic): possible, no surgical report was received, therefore cannot be excluded; breakage of implant due to the implant therapy is not performed as indicated: possible, no information regarding that issue wa sreceived, therefore cannot be excluded; breakage of implant due to wrong interpretation of x-rays templates for dimensions lead to malreduction of the fracture: possible, no x-rays provided right after primary implantation, therefore cannot be excluded; breakage of implant due to users select wrong nail diameter,length and/or determine wrong ccd angle: possible, neither post operative x-rays and surgical reports were returned for investigation. Therefore cannot be excluded; breakage of implant due to users choose wrong targeting guide/wrong cephalomedullary nail leading to drilling of nail: possible, product not returned and could not have been analyzed, therefore cannot be excluded; breakage of implant due to wrong/incomplete information about limitation and postoperative restriction: possible, no information regarding that issue wa sreceived, therefore cannot be excluded. Conclusion summary: neither surgical report nor x-rays images and product were received. Therefore it is not possible to state any possible root causes. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).